Manufacturer narrative:
The test strips were returned for investigation. The returned test strips were tested with a retention meter and retention controls. Testing results (qc range: 2.7 - 3.5 inr): qc 1: 3.1 inr. Qc 2: 3.2 inr. Qc 3: 3.2 inr. The obtained qc results were in the allowed range. No error messages occurred during investigation. Medwatch fields d4, d9 and h10 have been updated.

Manufacturer narrative:
The reporter's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. UDI number (B)(4). This event occurred in can.

Event description:
The initial reporter stated they received discrepant results for one patient tested with coaguchek xs pro meter serial number (B)(4). A sample from the patient was tested using the meter, resulting with a value of 3.9 inr. At almost the same time, a sample collected from the patient was tested in the laboratory using the thromborel s method, resulting with a value of 2.7 inr.